Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. The photo that the user provided is a photo of two (2) bands after being deployed off of the barrel. The bands in the photo have not constricted as intended and we can confirm the report. Due to the product not being returned, we cannot complete a fully evaluation of the device. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from the research that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. Per the band supplier, if properly stored, tubing [bands] can maintain its specification properties for five (5) years or longer. The tubing [bands] should be stored in containers, which are sealed from airflow and light. These bands are stored at our facility in an air tight container to protect against exposure to uv (ultraviolet) light. We can conclude from the research that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. As a precaution the instructions for use state: "band ligation may not be effective when applied to small varices." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook 6 shooter saeed multi-band ligator. After the procedure was completed the physician looked through endoscope and saw blood on the varix, but there was no active bleeding. The following clarification was provided 09/12/16: the case was completed with four bands and two bands remained on the device. They found little bleeding on the ligated sites, but the patient did not require additional procedures. They tested the remaining bands in a container of water. The assistant said that the remaining bands, after dropped in the water had an enlarged size. The black and white bands started retracting after 30 minutes. The following additional clarification was received 09/13/16: the case needed only four (4) bands, so the other two (2) bands were tested by shooting them in water because they wanted to look at the bands working. They are worried about the elasticity of the bands and that they are not tight enough to ligate the varices. The main problem is that the bands are not tight enough. On 09/26/16, the following additional information was provided: the ligation was done with four (4) bands and they remained in place. The remaining two (2) bands were removed with the endoscope (still pre-loaded on barrel). The four (4) remaining bands were not taken out because they should wait until necrosis and healing to close the lesion. The patient did not require any additional procedures.